Event description:
An implanted clavicle plate broke postoperatively and was explanted.

Manufacturer narrative:
The broken plate was examined under magnification. The break occurred approximately 1/2" from the distal end of the plate, across 3 of the 5 distal locking holes. The broken surfaces have both rough and smooth spots. No definitive conclusion can be drawn as to exactly what happened post operatively to cause the plate to break. Conclusion: a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate breakage.

Manufacturer narrative:
Additional MDR's associated with this event: 3015141-2014-00151: screw 1, 3015141-2014-00152: screw 2, 3015141-2014-00153: screw 3, 3015141-2014-00154: screw 4, 3015141-2014-00155: screw 5, 3015141-2014-00156: screw 6, 3015141-2014-00157: screw 7, 3015141-2014-00158: screw 8.